Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had cracks on the insulin pump where the clip hooks on and the battery cover goes. Customer stated that when he loads a new cartridge, he sometimes needs to take it out and put it back in to rewind. Customer declined a loaner pump. No further details given.